Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump was malfunctioning. The patient reported that the device displayed a high-pressure alarm. The patient also reported that therapy was resumed using the backup pump as infusion was life sustaining. There was no reported injury to the patient.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. The pump was ran in user mode and the sensors were tested. The reported issue of a high-pressure alarm was duplicated. When the pump was powered up it immediately detected the "high pressure" alarm. The downstream sensor is defective and is causing the "high pressure" alarm. The downstream sensor will be replaced to resolve the issue.